Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken belt clip slot and cracked lcd window. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they could not screw the battery cap, also there were cracks and missing pieces by the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.